Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy and has manual injection supplies available.